Event description:
Device 2 of 2. Ref MFR report#: 1627487-2014-02584. The pt received two scs leads from the same lot number. It was reported the pt's scs system was revised due to discomfort. The pt's scs ipg and lead implant sites were revised, no product was explanted or replaced. The surgical intervention reportedly resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.